Manufacturer narrative:
D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a water leak during testing. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found: stained water tank, water tank cover cracked, standoff missing behind lcd, quick connect was corroded, pcb was damaged, and enclosure cracked at quick connect. Functional testing found the device was leaking at the crack on the quick connect. Root cause was attributed to wear and tear from daily use of the drain tube. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken, device is not needed in the loaner pool, and will be scrapped. D4 - UDI